Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental lung resection, they connected the reload to the handle for the last firing, the surgeon clamped the tissue, pushed the green button and tried to squeeze the handle, however it ran idle and could not fire the device. Re-tried squeezing the handle, however the status was same. Replaced by a new handle and a new cartridge, the firing was completed with no problem. The surgeon said that at the 4th firing, the handle was stiff however no strange sound was heard and the stapling was completed with no problem. There was no patient injury.